Event description:
Healthcare professional reported "Suspected/Actual Rupture/Deflation" through the National Breast Implant Registry (b)(6). This record is for the left side. Device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: Rupture.